Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severly tortuous and moderately calcified vessel. A 4.00x20mm synergy ii stent was advanced to treat the lesion. However, the distal stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.